Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number and d4 - lot #. Updated from (B)(4) and add lot # h3317.

Event description:
No additional information from the customer.

Event description:
It was reported post (esophagogastroduodenoscopy) egd diagnostic procedure, while recovering in the pacu after waking, the patient coughed up small, clear plastic object that was said to be the end of the endoscope. There were no reports of patient harm or serious injury associated on this event reported. This report is related to report with patient identifier (B)(6), (endoscope tjf-q190v unknown serial) .

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.